Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set leaked during priming. It was noted that the tubing was kinked and created a hole near the safety clamp. There was no patient involvement. The customer stated that there is no further event information available.